Event description:
It was reported that during a stenting treatment procedure, a tip detachment occurred. The 75-90% restenosed, 3.0mm target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery (lad) to apical branch. It was noted that there were two significant bends in front of the lesion. The physician began to advance the kinetix guide wire to the lesion and when the physician reached the 50% stenosed segment located in front of the target lesion, the tip of the guide wire entered a false lumen and "locked". The physician rotated the wire clockwise and counterclockwise and was able to pull the wire out of the false lumen. The wire was removed from the patient and after looking at the tip of the wire, the physician ensured that it was intact. The wire was re-advanced with a non-bsc wire and the kinetix guide wire became "locked" again. When the physician tried to remove the guide wire, withdrawal resistance was encountered and a tear occurred 2cm from the tip of the guide wire, causing the tip to detach in the mid lad. The physician was able to snare the tip of the guide wire from the patient and a 3.0x24mm non bsc stent was advanced to the lesion and was successfully deployed in the mid lad. The procedure was completed with no additional patient complications reported. The patient's current condition is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: the kinetix str guidewire was received; however, the detached distal tip was not included. Visual and tactile inspection of the device was able to confirm that the distal tip had been detached/separated from the guidewire, there was notable amounts of dried contrast solution from the procedure present on the device especially around the microcuts of the hts (high torque sleeve). Microscopic investigation of the most distal end of the device revealed that the hts had been fractured between two microcut struts in the sleeve and when looking between the remaining microcuts there was no internal anatomy present. The hts was then cut back and when the sleeve was removed only the corewire was present - the other components (ccr joint - nitinol ribbon, platinum coil and distal portion of the corewire) were not included along with the distal tip of the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a tip detachment occurred. The 75-90% restenosed, 3.0mm target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery (lad) to apical branch. It was noted that there were two significant bends in front of the lesion. The physician began to advance the kinetix guide wire to the lesion and when the physician reached the 50% stenosed segment located in front of the target lesion, the tip of the guide wire entered a false lumen and 'locked'. The physician rotated the wire clockwise and counterclockwise and was able to pull the wire out of the false lumen. The wire was removed from the patient and after looking at the tip of the wire, the physician ensured that it was intact. The wire was re-advanced with a non-bsc wire and the kinetix guide wire became 'locked' again. When the physician tried to remove the guide wire, withdrawal resistance was encountered and a tear occurred 2cm from the tip of the guide wire, causing the tip to detach in the mid lad. The physician was able to snare the tip of the guide wire from the patient and a 3.0x24mm non bsc stent was advanced to the lesion and was successfully deployed in the mid lad. The procedure was completed with no additional patient complications reported. The patient's current condition is listed as stable.

Event description:
It was further reported that lesion being treated was denovo and the detached tip of the kinetix guidewire was not retrieved and still remains inside the patient.

Manufacturer narrative:
(B)(4).